Event description:
The hcp reported that patient is in a nursing home, and the personnel there were told "the pump is not functioning." A follow up report will be sent when additional information is received.